Event description:
It was reported that the patient presented to the ER after receiving two inappropriate shocks. Upon interrogation, it was noted that the patient experienced atrial fibrillation with rapid ventricular response. Atp and hv therapy were delivered and the ventricular rate returned to sinus. Programming changes were recommended. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.